Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity single-use biopsy forceps was used during a biopsy procedure. According to the complainant, the device opened and closed without issue, prior to being used in the patient. When advancing the device over the elevator of the scope resistance was felt. The device was advanced into the patient and tissue was collected. When the device was withdrawn from scope resistance was felt. The physician then noted that the clevis was bent. There was no damage to the scope. The procedure was completed with another radial jaw 4 standard capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. The device could not be functionally tested due to the present condition. Though the clevis itself was not bent, the condition of the returned incident device was consistent with the complaint, due to the bent clevis arms. Additionally, the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context since excessive force was applied to the device due of anatomical or procedural factors limiting the device performance. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity single-use biopsy forceps was used during a biopsy procedure. According to the complainant, the device opened and closed without issue, prior to being used in the patient. When advancing the device over the elevator of the scope resistance was felt. The device was advanced into the patient and tissue was collected. When the device was withdrawn from scope resistance was felt. The physician then noted that the clevis was bent. There was no damage to the scope. The procedure was completed with another radial jaw 4 standard capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.